Event description:
Follow-up identified surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model which resolved the issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been without stimulation for several weeks due to failure to recharge their scs system as recommended by the manufacturer. Reportedly, the ipg would no longer communicate with any external devices and the patient programmer displayed an error message. In turn, the ipg was confirmed inoperable. Surgical intervention is pending as the next course of action to address the issue.